Manufacturer narrative:
The remote service engineer troubleshot the issue with the customer over the phone. The customer was advised to verify the pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replaced the proximal auto-zero solenoids (sol 3 and sol 4) or replace the da pcba. The customer was provided a quote for parts and repairs.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 23jul2021.

Event description:
It was reported to philips that the device had a proximal pressure sensor failure at zero. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.